Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that the new oxygen (o2) sensor failed after installation on an electronic patient gas system (epgs). This epgs is a test unit at the subsidiary location. There was no patient involvement.